Event description:
It was reported that the customers pump was showing 0 insulin. During troubleshooting it was discovered that the customer had not loaded cartridge onto the pump. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a correction bolus via pump to address bg. Reportadley customer loaded cartridge onto the pump and successfully resumed insulin therapy.